Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that users were claiming alarms for a certain bed were not arriving as expected at the information center ix surveillance. No adverse event was reported.